Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4)/216730374, UDI#: (B)(4). Product analysis: could not duplicate customers issue for the mainframe. No fault was found with the unit. The item was tested and passed all manufacturing specifications. Analysis found that the patient interface had channel 1 failure. Replaced defective p/I board, worn wave washer and stuck o-ring. The item was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was not picking up signals through the electrodes. There was no known patient impact.